Manufacturer narrative:
Device evaluated by MFR.: a mustang 6 x 4,24atm, 40cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure for 30 seconds and liquid was observed to be leaking from a pinhole in the shaft area, approximately 14mm proximal from the proximal marker band. A visual and microscopic examination observed no damage to the hub of the device. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination of the shaft identified a pinhole approximately 14mm proximal from the proximal marker band. No other issues were noted with the returned device which may have potentially contributed to the complaint incident.

Event description:
It was reported that balloon leak occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres, it was felt that the balloon deflated after few seconds. During the second inflation at 20 atmospheres, contrast media was found to be leaking. Device was soaked in the water and when inflated, bubbles were coming out from the proximal side about 5mm from the balloon. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon leak occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres, it was felt that the balloon deflated after few seconds. During the second inflation at 20 atmospheres, contrast media was found to be leaking. Device was soaked in the water and when inflated, bubbles were coming out from the proximal side about 5mm from the balloon. The procedure was completed with another of same device. There were no patient complications nor injuries reported.